Event description:
This spontaneous case was reported by the lay press and describes the occurrence of abdominal pain lower ("pain in lower abdomen") and allergy to metals ("she later discovered that she does not tolerate nickel") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criterion medically significant) with hypersensitivity, back pain ("pain in back"), pain ("intense pains"), infection ("constant infections"), urinary tract infection ("urinary infections"), fatigue ("fatigue") and pharyngitis ("throat infections"). The patient was treated with surgery (removal of essure). Essure was removed in (B)(6) 2018. At the time of the report, the abdominal pain lower, allergy to metals, back pain, pain, infection, urinary tract infection, fatigue and pharyngitis outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, back pain, fatigue, infection, pain, pharyngitis and urinary tract infection to be related to essure. The reporter commented: the female patient of unspecified age commented that essure was sold to them as if it was the best, however it has destroyed the life of many women. Patient underwent surgery last wednesday (exact date not provided). In 2013 she accepted to use the contraceptive device and, on an unspecified date, symptoms began to appear such as intense pains, constant infections, allergy symptoms, a lot of fatigue, pain in back and lower abdomen, urinary infections, throat infections. She later discovered that she does not tolerate nickel once essure was already inserted, however it was too late. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 17-jan-2018 for the following meddra pts (excluding this case): abdominal pain lower: n° 930 cases were identified. Allergy to metals: n° 362 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident. No lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by lay press and describes the occurrence of abdominal pain lower ("pain in lower abdomen"), allergy to metals ("she later discovered that she does not tolerate nickel / allergy to nickel¿.") And genital haemorrhage ("bleedings") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Follow-up reported by an interview in radio program. In 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criterion medically significant) with hypersensitivity, genital haemorrhage (seriousness criterion medically significant), device intolerance ("the body could not admit the product"), back pain ("pain in back"), pain ("intense pains/ extreme pains"), infection ("constant infections"), urinary tract infection ("urinary infections"), the first episode of fatigue ("fatigue"), pharyngitis ("throat infections"), alopecia ("abundant hair loss"), mobility decreased ("loss of mobility"), dyspepsia ("digestive discomfort"), anxiety ("anxiety"), procedural pain ("pain due to the surgery"), the second episode of fatigue ("she woke up exhausted and tired"), arthropathy ("joints problems"), inflammation ("inflammation nos"), abdominal distension ("stomach got swollen") and gastritis ("stomach inflammation"). The patient was treated with metamizole magnesium (nolotil) and surgery (removal of essure). Essure was removed in (B)(6) 2018. At the time of the report, the abdominal pain lower, allergy to metals, genital haemorrhage, device intolerance, back pain, pain, infection, urinary tract infection, pharyngitis, alopecia, mobility decreased, dyspepsia, anxiety, procedural pain, the last episode of fatigue, arthropathy, inflammation, abdominal distension and gastritis outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, anxiety, arthropathy, back pain, device intolerance, dyspepsia, gastritis, genital haemorrhage, infection, inflammation, mobility decreased, pain, pharyngitis, procedural pain, urinary tract infection, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: the female patient of unspecified age commented that essure was sold to them as if it was the best, however it has destroyed the life of many women. Patient underwent surgery last wednesday (exact date not provided). In 2013 she accepted to use the contraceptive device and, on an unspecified date, symptoms began to appear such as intense pains, constant infections, allergy symptoms, a lot of fatigue, pain in back and lower abdomen, urinary infections, throat infections. She later discovered that she does not tolerate nickel once essure was already inserted, however it was too late. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 26-jan-2018 for the following meddra preferred terms: - abdominal pain lower: the analysis in the global safety database revealed 931 cases. - allergy to metals: the analysis in the global safety database revealed 364 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on 23-jan-2018: fu received by an interview performed in radio program. The reporter and the product information was updated. The events ¿abundant hair loss, loss of mobility, digestive discomfort, anxiety, bleedings, the body could not admit the product, pain due to the surgery, she woke up exhausted and tired, joints problems , inflammation, stomach got swollen/ stomach inflammation¿ were added. Events pain and allergy to metals updated. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.